Manufacturer narrative:
It has been communicated that the device is available for eval. Upon completion of the investigation a follow up report will be filed.

Event description:
Customer reported that the pt had increased headaches; therefore, the dr suspected that the siphon guard contributed to under drainage. The pt under went a revision with a low pressure valve. It was also reported that the pt tolerated the procedure well without complications.